Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 8mm amplatzer septal occluder (aso) deployed deformed in a "cobra-head" formation and was exchanged for a 10mm aso (lot number: 6339164). The 10mm aso, was reported to have slipped through the defect and was exchanged for a 16mm aso (lot number: 6491803). The 16mm aso was reported to have demonstrated some resistance but also slipped through the defect. The physician exchanged the device for a 20mm aso (lot number: 6601072) and the procedure was completed with no patient consequences reported.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 8mm amplatzer septal occluder (aso) deployed deformed in a "cobra-head" formation and was exchanged for a 10mm aso (lot number: 6339164). The 10mm aso, was reported to have slipped through the defect and was exchanged for a 16mm aso (lot number: 6491803). The 16mm aso was reported to have demonstrated some resistance but also slipped through the defect. The physician exchanged the device for a 20mm aso (lot number: 6601072) and the procedure was completed with no patient consequences reported.